Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the crt-d pacing at a lower rate. The crt-d and the rv lead were reprogrammed and remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pacing at a rate that was lower than the programmed low rate. The crt-d remains in use. No patient complications have been reported as a result of this event.